Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Exact explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2023. The ICD was subjected to an electrical analysis. The current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery voltage was noted. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. This ICD is part of the population affected by the field safety notification regarding potential premature battery depletion due to lithium plating from march 2021.